Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were capped and replaced due to non-specific lead failures. The leads were later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The analyst commented that the lead was returned with severe explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7962ib ipg, implanted (B)(6) 1996. (B)(4).